Event description:
The customer contact reported a hole in the tubing set; subsequently blood loss was noted. The tubing was being used to deliver unspecified concentrations of dopamine, fentanyl, tpn and lipids through an umbilical venous catheter. After an unspecified length of time in use, it was noted that blood backed up in the tubing set and leaked from a hole at the y-connector of the tubing set. The tubing set was replaced and the therapy was resumed. The customer contact reported that the pt's blood pressure "fluctuated" during the time it took to replace the IV tubing set; however, no medical interventions were required. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.